Manufacturer narrative:
The contribution of the device to the reported event could not be determined as it was reported that the device would not be returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the plastic on the abs-10063, angel processing set (lot: 2018030113) broke during centrifugation (preparation) and leaked all over the inside of the abs-10060r, refurbished arthrex angel centrifuge. The rep stated this occurred about 15 minutes in. The rep confirmed that the some blood did leak outside of the machine. The surface with spilled blood was cleaned up with caviwipes and 70% alcohol. The blood pooled in the centrifuge and paper towels were used to get a potion of it out. The rep reported that blood draw was repeated and a new abs-10063 was used.